Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed pain at the ipg site resolved over time after explant.

Event description:
It was reported, the patient has been experiencing pain at the ipg site due to the ipg being superficial (event date is unknown). As a result, the doctor decided to only explant the patient's ipg.